Event description:
Caller states pt tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.